Event description:
It was reported that, during preparation for procedure, the camera head had a broken wire. The procedure was completed using a similar device. No patient or end user harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cut on cable was confirmed. A DHR review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.